Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the vascular damage - peripheral vessel was determined to be patient condition related since the patient was a bailout and had to be resuscitated for some time beforehand. The root cause of the delivery issues was patient condition related because due to the dissection, the pump could not longer be advanced. The instructions for use referenced in the initial report is for the impella cp with smartassist for use during cardiogenic shock and high risk pci in the warnings & cautions section.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported a patient (race unknown) in acute myocardial infarction/cardiogenic shock was to be emergently implanted with an impella cp device for mechanical circulatory support. The impella cp was unable to be advanced due to a vessel dissection at the femoral artery. The procedure was discontinued as the patient's condition did not improve due to the coronary situation. The patient required resuscitation prior to procedure. The patient expired in the procedure area. Abiomed does not have enough information to exclude impella as an associated factor in the patient's outcome.